Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported his infusion site was infected on (B)(6) 2014. Patient stated the site felt sore and the skin was red around the infusion site. Patient reported the area of redness was the size of a grapefruit. Patient stated he went to the doctor who then prescribed an antibiotic, sulfameth/trimethoprim. Patient reported the redness has gone and the site is no longer sore. Patient discarded the alleged infusion set that caused the infection. No product return was requested.